Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria cycler was filling too cold when the solution was in, although 1.5 hours warming was performed. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to (B)(4). The device was received and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review revealed multiple warming solution alarms near the reported date. This indicated that the device sensed the fluid in the heater bag was too cold to be delivered to the patient and the fluid was warming. Visual inspection was conducted, full functional testing, electrical safety testing and calibration with no issues noted. After evaluation was completed on the homechoice machine, it was found to meet product specifications related to the reported event. The device underwent a simulated therapy and there were no problems found. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.